Event description:
It was reported that since (B)(6) 2025, the patient experienced ten events of infusion set bent cannula, with symptoms observed within 3 or more hours after insertion, leading to hyperglycemia. The patient¿s blood glucose level was reported to be high. The events were managed with correction insulin administered via multiple daily injections (mdi).

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.